Event description:
The customer reported that the system responds slow to the touch screen due to hard drive corruption. Also the system would not save images.

Manufacturer narrative:
The ge service rep ordered and replaced the hard disk drive then reloaded rel 29 software and checked operation. The system is repaired, and operating as intended.